Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. During testing water leaked from the sideport tubing during attempts to flush the sheath. An occlusion in the sideport tubing was noted, which is consistent with the leak found at the sideport. Further investigation revealed the sideport tubing was blocked by excess adhesive proximal to the hemostasis hub.

Event description:
During the procedure, air entered into the introducer from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.